Event description:
The patient is having increase seizures with incontinence, blue lips and increased auras. No additional relevant information has been received to date.

Manufacturer narrative:
H10. Adverse event problem - health effect clinical code - initial MDR inadvertently omitted health effect code.